Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shaft break occurred during the procedure and inside the patient. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that shaft break occurred. A 16 x 3.50mm rebel stent was selected however during preparation while outside the patient's body, it was noted that the shaft of the device was broken. The procedure was completed with another of same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Returned product consisted of a rebel sds with stent in two pieces. There was contrast in the inflation lumen and blood in the between the balloon folds. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Although it was reported that the device was not used, the presence of blood between the balloon folds is indicative simply handling beyond preparation of the device, as was reported. Microscopic examination revealed numerous kinks throughout the hypotube of the device. Microscopic examination also revealed a complete hypotube separation 59cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. Microscopic examination presented no damage or irregularities to the bonds of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).